Event description:
It was reported through the litigation process that sometime after the port placement, the patient was diagnosed with an unspecified infection and thrombosis. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported infection and thrombosis as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b5, g3, h6 (component, method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) , 2007, a patient underwent port placement procedure via the left subclavian vein for intravenous access related to melanoma. Approximately one year eight months three days later, on (B)(6) , 2009, the patient was diagnosed with sepsis and thrombosis. It was further reported the device allegedly had obstruction of flow, and fibrin sheath formation was observed. Additionally, the patient was also diagnosed with bacterial infection, confirmed through blood culture. Subsequently, the port was removed on the same day. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical report alleges that, a patient was implanted with bard port titanium implantable port for venous access for IV adjuvant chemotherapy of malignant melanoma via the left subclavian vein. One year, seven months and twenty four days later, patient had fever with port a cath injection. On injection of the port a cath contrast moved easily to the distal tip of the catheter. However, on exiting the catheter the collection around the tip in a somewhat lobular fashion. There is a delay in clearance of contrast from this region and was found consistent with peri catheter capsule or thrombus at its distal tip and was also found to have line sepsis. Subsequently, the port was removed on the same day. The distal tip of the catheter was cultured and was confirmed to be positive for gram positive cocci. Therefore, the investigation is confirmed for the reported obstruction of flow and device appeared to trigger rejection issues. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, device, component, method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with unspecified infection and thrombosis. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.